Event description:
It was reported that the surgeon will be revising pt's hip replacement.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Product information, x-rays, medical records and op reports have been requested. If additional information becomes available, it will be submitted in a supplemental report.